Event description:
A report was received that the patient will undergo a revision or a replacement of the leads and ipg for unknown reason.

Manufacturer narrative:
Additional information was received that there will be no immediate action will be done at this time.

Event description:
A report was received that the patient will undergo a revision or a replacement of the leads and ipg for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm.